Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure it was intended to use one symplicity spyral catheter when it was reported that there was an increased incidence of arterial spasm during this bilateral renal denervation case. Administration of intracoronary nitroglycerin occurred multiple times throughout the procedure with minimal improvement. The arterial spasm persisted well after administration of the nitroglycerin and was noted to be quite pronounced angiographically. Both renal arteries were being treated. The renal artery had moderate tortuosity, and the iliac artery and a small amount of tortuosity. There was a small amount of calcification present. The lesion had 0% stenosis. No further patient complications reported as a result of this event.